Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 10 december 2020.

Manufacturer narrative:
It was reported that the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery. This report is submitted on 17 august 2020.